Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that they are receiving a33 alarm. The troubleshooting was performed. The customer was advised that the cause of the a33 alarm is during seating the force sensor did not detect the reservoir. The customer stated that the drive support cap is sticking out. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.